Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a sensor anomaly on the insulin pump. The customer's blood glucose level was 140 mg/dl. The customer stated that had calibration error occurred after three days. The customer advised that fingerstick value was made when blood glucose was not stable. The customer wa advised to wait one to two hours until entering a fingerstick value. No further information was reported.